Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00502, 3: tests 2, 3 of 3).

Event description:
User reported 3 false positive results. Negative by pcr. This report 1 of 3.